Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
During service on the device, a philips field service engineer (fse) found the touchscreen had intermittent operation. The device was not being used on a patient at the time of the event. The issue was found during servicing of the device. There was no patient harm and no delay in therapy. A philips field service engineer (fse) found the touchscreen with intermittent operation during controls test and touchscreen diagnostic test. The touchscreen was replaced with customer inventory. The fse replaced the touchscreen to resolve the reported issue. The device passed performance verification testing and was placed back into service.